Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The undersensing allegation was not confirmed based on normal lead resistance measurements, a passing test and inspection that showed no conductor issues. Visual inspection revealed a cracked/ torn polyurethane insulation at the distal end of the terminal boot which was consistent with environmental over stress. The damage is not considered the cause of the electrical allegations because etfe coating/ insulation is still intact on the conductors. Moreover, the lead passed all tests.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. This rv lead was explanted and replaced. No additional adverse patient effects reported.